Event description:
Patient arrived in ER in full code CPR in progress - attached to monitor, straight line? If asystolic or fine v-def - followed acls for asystolic no response, followed acls for v-feb - defib took exra long to charge and didn't seem like it shockes right - attempted x 3 without successdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-93. Service provided by: user facility biomedical/bioengineering department. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: expected wear/deterioration. Conclusion: device failure occurred but not related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.